Event description:
It was reported that a patient presented for follow-up, the lv lead was found to be not capturing. An x-ray confirmed that lv lead was dislodged. The physician and patient decided not to take further intervention. The device was reprogrammed to lv off and programmed vvi 40 rv only. No further intervention is planned. The patient was stable and will return for follow up in 3 months.